Manufacturer narrative:
Initial reporter name and address: (B)(6). The device was returned to olympus for evaluation. The customer's complaint was not confirmed. In addition to the findings, the following non-reportable malfunctions were identified: due to damage on the charge coupled device (ccd) unit, there is image roughness; adhesive chipped, and have a scratch on rubber; scratches and crack on various parts of the device; universal cord has a dent. A review of the device history record (DHR) found no deviations that could have caused or contributed to the observed power unit and circuit board failures. The DHR confirmed that the subject device was shipped in accordance with the specifications.   A definitive root cause for this issue was not established. However, it is probable that the defective event was caused by stress of repeated use, external factors, or handling. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: (1) inspect the control section, video connector, and light guide connector for excessive scratching, deformation, loose parts, or other irregularities. (2) inspect the electrical contacts on the video connector for corrosion (3) inspect the surface of the insertion section for cracks, dents, bulges, or other irregularities (4) inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities (5) carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities (6) inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities (7) inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears (8) wipe the video connector, including the electrical contacts using a clean lint-free cloth. Also confirm that the electrical contacts are completely dry and clean. Olympus will continue to monitor field performance for this device. A follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during an unspecified procedure an image error occurred on the endoeye flex deflectable videoscope in the upper left. There was no report of patient harm associated with this event. During evaluation of the returned device, there was peeling around the objective lens. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.